Manufacturer narrative:
Image review: complex construct between l5 and s1 is shown on lateral view. This includes posterior pedicle screws, rods and alif. Posterior to the l5 screws is the tip of a torx driver, loose in the soft tissues.

Event description:
Pre-op diagnosis: spinal stenosis type of procedure: alif/psf levels implanted: l5-s1 it was reported that intra-op, t25 was used to place set screws prior to break-off. The fragment of the instrument remained in the patient. Tip of t25 obturator was seen on follow-up x-ray and surgically removed on. Patient complications were reported unknown.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.